Manufacturer narrative:
(B)(4).

Event description:
It was reported that the svc to can hv lead impedance measurements had risen gradually over the past year. All the other measurements had been rising along all vectors following this trend. Physician elected to program the svc out of the shocking configuration, as a result of the aforementioned rise. Lead is functioning well in all other respects. Diagnostic imaging showed no signs of anomaly. Patient will be followed up normally.